Manufacturer narrative:
Follow-up with the reporter confirmed there was no product problem or complaint associated with this second surgery. No further patient information was provided at the time of this report or made available in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device remains in the patient. Device history record revealed nothing relevant to this part/lot number. This is the first report of this type for this part/lot number. If additional relevant information is received, a follow-up report will be submitted. Remains in patient.

Event description:
It was reported that a second shoulder surgery was performed approximately 7 years following the original surgery to convert from a hemi to total shoulder due to pain. The reporter stated the original head/stem was found to be in perfect condition; there had been no loosening, no sign of wear. In order to create space for the glenoid implant to be inserted, the surgeon used an osteotome to remove the humeral head. The surgeon then removed the trunnion, which was also reported as pristine. The surgeon implanted a pegged glenoid and then re-implanted the original trunnion and head. A protective cap was used to re-set the head and the case was completed successfully. Patient post-op condition was reported as good. The surgeon had no complaint regarding this implant. No further patient or event information was provided at the time this event was reported.